Event description:
The following has been reported by customer: the plunger sensor of the syringe is not working. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, this is a known issue for which the root cause has been investigated as part of an event. Corrective actions are currently being implemented in the manufacturing process. No device log review, no necessary since this is a known issue with identified root causes. The device was not received because it was repair locally. To solve the issue, the pin supporting the return spring was replaced. Furthermore, the piston cove support was replaced to ensure the reliability of the affected subassembly. This issue is known. The pin securing one of the plunger springs is broken, which could cause the pump to fail to detect the syringe or the syringe not to be recognized. The associated event is (B)(4), the investigation has been closed, and a change control request has been opened to implement the actions in production. Based on all the information, this complaint is considered valid. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal